Manufacturer narrative:
Mfg site name - (B)(4). Investigation results: a visual examination of the returned resolution 360 clip device revealed that the clip assembly was fully deployed, and the clip was returned with the device. It was noted that the capsule tabs were partially open and the clip were locked in the capsule. The yoke was not returned. A functional evaluation could not be performed as the clip assembly was detached from the delivery system. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that the device was manufactured in accordance with device master record. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during a hemostasis procedure performed on an unknown date. According to the complainant, during the procedure, the clip was deployed successfully onto tissue; however, the clip failed to release from the catheter. The procedure was completed with another resolution 360 clip device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Mfg. Site name (B)(4) medical. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during a hemostasis procedure performed on an unknown date. According to the complainant, during the procedure, the clip was deployed successfully onto tissue; however, the clip failed to release from the catheter. The procedure was completed with another resolution 360 clip device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.